Event description:
A report through the (B)(4) pharmacy indicated that a female pt had the battery back connected to the optineb sitting on her table and it smelled like something was burning. She saw sparks coming from the connection between the device and the battery. Initial rptr: (B)(6), date rec'd by MFR: 11/09/2011, labeled for single use: no, usage of device: reuse.